Event description:
It was difficult to turn off the device when pressing the on/off button. Discovered after a battery insertion test performed at a distributor.

Manufacturer narrative:
Functional testing showed the button/switch operated, but required additional and increased force to actuate. Visual inspection of the switch confirmed, the presence of non-conductive contamination inside the switch (with which the on/off button interacts).